Event description:
It was reported that this patient developed an infection and their entire sicd system was explanted. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.